Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached a battery status of end of life (eol) after one year of implant duration. Due to the depleted battery, the ICD reverted to a storage mode, with which therapy is not available.